Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of mitral regurgitation (mr) and tissue damage, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information provided the tissue damage and increased mr appear to be related to the procedural conditions as it was reported that the leaflet was perforated by the clip due to the fragile tissue of the leaflet and the tissue damage and slda was left untreated. The investigation determined the reported slda, mr and tissue damage appear to be related to procedural conditions. There is no indication of a product issue with respect to manufacture, design or labeling. The additional clip delivery system (cds) device referenced is filed under a separate medwatch report number.

Event description:
This is being filed to report single leaflet device attachment/slda, tissue damage, worsening mitral regurgitation,prolonged hospitalization and surgical intervention. It was reported that this was a mitraclip procedure to treat mitral functional regurgitation (mr) with a grade of 3. On (B)(6) 2019, the first clip delivery system (cds-90723u269) was advanced to the mitral valve; however, during re-positioning of the clip to further reduce mr, a small hole was observed on the anterior leaflet. Therefore, the clip was deployed lateral to the tissue damage. A second clip (90723u272) was deployed medial to the tissue damage, resulting in severe mr. A third cds (90723u276) was advanced to the mitral valve, and the clip was intended to be placed in between the first and second clip, but although the third clip did not interact with the second clip, imaging showed the second clip had an increase in mobility. It was suspected that the second clip was becoming detached from the anterior leaflet but remained attached to posterior leaflet (single leaflet device attachment/slda). The physician stated it was either an slda or tissue damage. The third clip grasped both leaflets, but no mr reduction was achieved. It was suspected that the first clip was also detached from the anterior leaflet but remained attached to posterior leaflet (single leaflet device attachment/slda). The third cds was removed with the clip attached and the procedure was aborted. The tissue damage and slda was left untreated. Two clips were implanted, increasing mr to 4+. Then on (B)(6) 2019, a mitral valve replacement was performed to successfully treat the patient. There was no reported clinically significant delay in the procedure. No additional information was provided.